Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a kink in the pump. The impella was explanted and replaced with a new pump to support the patient. No patient harm was reported.

Manufacturer narrative:
Investigation summary: pump (B)(6), the purge cassette, and a 14 fr x 25 cm introducer were returned for investigation. The cannula was noted to be kink near outlet cage and also found cannula fracture at the inlet cage. The long introducer also had a severe kink. Product damage (cannula kink): clinical details indicate the patient had a tortuous vessel condition, which likely contributed to the kinking and damage observed. The cause of the cannula kink damage was most likely related to challenging patient anatomy (tortuous vessels). Device history lot: device batch: 1990606. Device history batch: subcomponent lot: na. Device history review: the pump (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.